Event description:
It was reported that pump issued cartridge alarm during cartridge load process, and caller stated that similar cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer followed loading steps as prompted, contacted technical support, and was provided loaner pump arrangements while technical support planned pump replacement, with no additional outcome details reported.